Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device may have exhibited premature battery depletion (pbd), since back in 2019 battery showed five years remaining and recently was down to one and half years. Boston scientific technical services (ts) asked what was the current drain and the field representative stated sixty four microwatts which was one hundred fifty percent of expected. No adverse patient effects were reported. This device has been explanted and replaced.

Event description:
It was reported that this pacemaker device may have exhibited premature battery depletion (pbd), since back in 2019 battery showed five years remaining and recently was down to one and half years. Boston scientific technical services (ts) asked what was the current drain and the field representative stated sixty four microwatts which was one hundred fifty percent of expected. No adverse patient effects were reported. This device has been explanted and replaced.